Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. It was not reported if the patient was recovering or had recovered from the peritonitis event. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experienced peritonitis. This report involves the same patient as (B)(4). A batch review will be performed for the potentially associated lot number gd896837. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.